Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.